Manufacturer narrative:
The device has been returned and a product investigation completed for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4 (lot #), d10, g4, g7, h2, h3, h6 and h10. The actual device lot # is updated to kr897637. The manufactured date is not known. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and observed the teflon pad is severely peeling off/separated from the distal tip jaw with metal exposed. There was also charred marks noted with the teflon pad. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was fully closed due to the metal to metal contact and the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and noted charred marks to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the cause for the damage/separated teflon pad was determined to be attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Manufacturer narrative:
There is no additional patient information or event information available. The device has not been returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as additional information becomes available.

Event description:
As reported for this event, there was a piece of the teflon coating separated on the top jaw of the hand piece and fell off into the patient during a procedure,. All pieces were recovered with no patient injury reported. The procedure was completed using another similar device.